Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds shortly after implant due to a dislodgement. It was noted during the replacement procedure that the suture sleeve on the ra lead was not tied tightly and was able to move freely. The ra lead was partially removed and replaced. It was further reported that the left ventricular (lv) lead became dislodged during the replacement procedure. It was then explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2005. (B)(4).